Event description:
It was reported that the patient underwent a single level acdf using rhbmp-2/acs. Approximately one week post-op, the patient developed myelopathy. MRI and CT scan revealed inflammation around the spinal cord. The patient then underwent a 2 level laminectomy. During the surgery, the surgeon reported some "whitish material at the level of the acdf which looked like post-epidural steroid injection fat transformation."

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.